Event description:
It was reported by the patient that his first artificial urinary sphincter (aus) device failed after less than 2 years, and he was unable to reactivate the device. In addition, the patient's urethra was perforated. As a result, the aus device was explanted in (B)(6) 2024, and the patient had to use a catheter for more than 6 weeks. The patient was bedridden during this time because every time he stood up his body tried to push out the catheter. During this 6 week period the patient also had bloody urine the entire time. A new device was later implanted, and the patient was allowed to heal for 6 weeks prior to activation. It was noted that approximately 9 months passed between the initial aus failure and the new aus device activation. After activating the new device, the patient is mostly continent.